Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the amount of inaccuracy was approximately 3mm. The issue resulted in a 5-10 minute procedure delay.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, version #: (B)(4). A medtronic representative went to the site to test the equipment. Upon initial checkout, a computer boot-up issue was experienced. It was found the ssd was causing a "no video input." Then upon a second checkout, the initial reported issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. During the procedure, the site had difficulty registering the patient. When trace registration was performed, the model reportedly kept flipping upside down. The site added touch points and the issue resolved. Later in the procedure, a slight navigation inaccuracy was experienced. The procedure was completed and the surgeon accounted for the inaccuracy. The length or procedure delay was unknown. There was no impact on patient outcome. No complications were reported/anticipated.